Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 400-450 mg/dl range due to a bent infusion set cannula. Reportedly, the customer went to the emergency room to treat bg and was subsequently hospitalized. Bg was treated with manual insulin injections. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage (bg 200 mg/dl). The customer reverted to manual injections for alternate insulin therapy. Infusion set type could not be provided.